Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) was having non intuitive motion arm #3. The instrument installed at the time of complaint was the vessel sealer extend. The issue improved when they reseated the sterile adapter and instrument with no issues related to arm #3 were found in the live logs. The issue was not noticed during instrument changes. The system was in following mode with no issues leading up to the non-intuitive feel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. There were no failures related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument and the observed movement was greater than intended. It was unsure what was the intended direction/movement and the observed direction/movement was sporadic. The timing of instrument movement was not appropriate. It is unknown if there was any shakiness and/or friction experienced/observed and believed to no instrument-to-instrument or system arm-to-arm interference or any external collision. The issue was intermittent. There were no patterns identified. The drape and instrument was not available to return to isi. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Carriage strength test was performed on arm 3. The arm passed all tests. Carriage friction test one through five was performed on arm three and passed all tests. System test drive complete while removing instrument and sterile adapter and reseating three times with no issues. Pogo pins moved freely. Issue was likely related to attaching the sterile drape. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an engagement issue on arm 3. It can be resolved by reseating the instrument and sterile adapter and power cycling the system, if necessary.